Event description:
New information received indicated that the device was reprogrammed to address the previous post-sensed t-wave oversensing issue that caused non-sustained rv oversensing episodes. However, oversensing was still noted in recent remote transmissions. Further programming changes or other plan of action will be discussed with the patient¿s following physician.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited post-sensed t-wave oversensing that was causing non-sustained rv eversensing episodes. Patient was asymptomatic. Programming changes were discussed.